Event description:
A pt reported experiencing inaccurate low results with an ot basic enhanced meter. The pt's blood glucose results were 60mg/dl. Tests were done within 11-20 mins with a difference greater than 20% per ccr notes. Pt did not experience any adverse events. No further info has been reported.